Event description:
Mother of pt was calling in to get further info about the infusion set product recall. The mother reported that her daughter did have an incident where the separation of the infusion set did take place. It was also stated that only the outer tubing separated and the inner tubing remained intact. No insulin was lost. The pt changed her tubing when the separation occurred. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested for return to be evaluated.